Event description:
Sorin group (B)(4) received a complaint reporting unexpected variations in pump speed. Actions taken by the perfusionist to resolve the issue resulted in an error code being displayed. The procedure was completed using the pump and there was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Although the perfusionist reported that he was able to reproduce the problem the next day, the sorin group field service rep who went to the facility was unable to reproduce the problem. The field service representative also reported that the pump has about 10,000 hours of run time. The pump has been returned to sorin group (B)(4) for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.